Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, cracked reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed button error. The customer¿s blood glucose level was 508 mg/dl at the time of the incident. The customer was advised to discontinue use of insulin pump and resume manual injections. The insulin pump was returned for analysis.